Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling sl balloon catheter and an unidentified wire. The balloon was loosely folded. There was contrast in the balloon of the device. The balloon was buckled from the proximal end of the balloon cone, distally for 12mm. The inner diameter (ID) of the wire lumen was measured at both ends with a calibrated pin gauge set and was within specification. The inner shaft was buckled from the proximal end of the balloon cone, distally for 12mm, in the same location of the balloon buckling. Microscopic and tactile inspection revealed buckling/damage in the outer shaft for 5cm starting from the strain relief going distally down the shaft. The outer was also stretched/damaged at the proximal weld area. Microscopic inspection revealed damage to the tip of the device. Functional testing was completed using the returned wire. The outer diameter (od) was measured using a calibrated snap gage, the od of the guidewire was .0175¿. The guidewire was advanced through the hub; however, the guidewire could not pass through the buckled inner/outer shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07370. It was reported that catheter entrapment occurred. The target lesion was located in a vessel below the knee. A 6 fr non-bsc introducer sheath was advanced and an 18 victory¿ guidewire was selected and crossed the lesion. A 2.0mm x 80mm x 150cm sterling¿ sl balloon catheter was selected to dilate the lesion. During introduction, the physician noted that the guide wire did not advance further in the guidewire lumen of the balloon and the guide wire became stuck. The guide wire and the sterling were removed together. Another 18 victory¿ guidewire was selected and crossed the lesion. Subsequently, a 2.5mm x 80mm x 150cm sterling¿ sl balloon catheter was selected to dilate the lesion. However, the same issue occurred and the guide wire and the sterling were removed together. The procedure was completed with another of the same device and the patients status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07370. It was reported that catheter entrapment occurred. The target lesion was located in a vessel below the knee. A 6 fr non-bsc introducer sheath was advanced and an 18 victory¿ guidewire was selected and crossed the lesion. A 2.0mm x 80mm x 150cm sterling¿ sl balloon catheter was selected to dilate the lesion. During introduction, the physician noted that the guide wire did not advance further in the guidewire lumen of the balloon and the guide wire became stuck. The guide wire and the sterling were removed together. Another 18 victory¿ guidewire was selected and crossed the lesion. Subsequently, a 2.5mm x 80mm x 150cm sterling¿ sl balloon catheter was selected to dilate the lesion. However, the same issue occurred and the guide wire and the sterling were removed together. The procedure was completed with another of the same device and the patients status was stable.